Manufacturer narrative:
H6: added codes based on the results of the investigation. Investigation summary data review: console logs were consistent with what was reported in the complaint. Device analysis: console was tested after arriving in field service. The purge disc detection issue was able to be reproduced. A broken purge disc flag was observed. Conclusion: the root cause of the purge disc not detected alarms was a broken purge disc flag (missing at blue retainer).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during pump priming of impella 5.5, the purge disc would not register as being inserted. It was attempted to restart the aic and begin pump priming process once more and yet again not registering purge disc. Another aic was brought in to prime the device successfully.